Event description:
The customer reported that the system would not make an exposure, the left monitor was displaying lines, resulting in a complete loss of functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.